Event description:
The customer reported that during a crrt therapy a pt became symptomatic of hypovolemia during therapy. The pump was tested internally at the clinic and it was noted that the "actual replacement solution" volume at the end of an hour read "negative (-) 19mls". The infusion was set at 100 mls/hr. The customer states "pt required volume resuscitation. The net fluid removed was 124 mls which was not prescribed/intended. It did not cause an arrest or fatality."